Manufacturer narrative:
Twenty-two devices were returned for analysis. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cassette caused an occlusion alarm. There were reported three incidents with this batch. There were no clinical consequences reported.